Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
On (B)(6) 2007, the patient underwent a right cemented total knee arthroplasty to address osteoarthritis of the right knee. No complications noted. On (B)(6) 2012, the patient underwent a revision right total knee arthroplasty of all components to address failed right total knee arthroplasty with significant polyethylene synovitis, periprosthetic resorption and osteolysis, polyethylene wear of the patella and pain. The tibial tray and femur were noted to be well-fixed with no loosening, but significant periprosthetic resorption was noted.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. H10 additional narrative: corrected: b3.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision of all implants due to osteolysis. Date of implantation: (B)(6) 2007. Date of revision: (B)(6) 2012; right knee.